Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm sizing and vessel morphology are unknown. It was reported that the follow-up contrast CT scan in 2 weeks, showed there was no right renal artery perfusion. The pre-implant films were reviewed and it was noted that the right renal artery took off anterior and was also lower than the left renal artery. It was reported that the stent graft had been deployed just below the left renal artery and final angiogram showed the stent graft covered .75cm of the right renal artery; however, this was not noted at the time of implant because the angiogram showed flow into the renal artery. The CT scan showed that due to ap angulation the stent graft was positioned on the anterior part of the aorta and the right renal artery was covered almost a full centimeter by the stent graft. It was reported that the patient is doing fine with a creatinine level of 1.4, which is a slight increase from a pre-implant creatinine level of 1.0. No additional clinical sequelae were reported.